Event description:
This was a lead extraction procedure to remove two leads due to class I infection. Each lead was prepped with an lld-ez and a 14f glidelight was used to start on the ra lead (34639, impl 83 months). The atrial lead pulled back but was still held up in the subclavian. Little progress was made and the ez locking stylet was pulling back so the decision was made to switch to the ventricular lead. The 14f glidelight was used on the rv lead (351337, impl 83 months) for a short time when it was decided to upsize to a 16f glidelight laser sheath. The 16f sheath was used with minimal advancement through the subclavian, so the physician switched back to the atrial lead using the 16f with an outer sheath to successfully extract the ra lead. The physician then returned to the ventricular lead with the 16f and outer sheath to start. Halfway through the final attempt on the rv lead, the outer sheath was removed. Advancement was made to the ra/svc junction about halfway down the proximal coil. A pressure change was noted at this time (immediate drop but consistent pressure of 53/28). It is believed that the outer sheath may have been tamponading a potential svc tear, therefore the drop in pressure did not occur until the sheath was withdrawn from the patient. No damage was noted on tee. The CT surgeon was notified and rescue protocols were initiated. A sternotomy was performed and an injury at the svc/ra junction on the posterior side was identified. The surgeon noted that the lead had adhered to the svc wall. Unfortunately, the patient did not survive the intervention.